Event description:
Cormet revisions, 5 cases of acetabular loosening reported in poster on debonding of the porous coating.

Manufacturer narrative:
(B)(4). Patient notes, medical history, device details, explant, x-rays have been requested so incidents can be investigated.